Manufacturer narrative:
Cmp-0526215. This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g4, g7, h1, h2, h6, h10. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee replacement surgery. Subsequently, a revision procedure was performed due to the patient having a twist to the right knee and had increased pain and some instability. It is reported that the x-rays clearly showed that his polyethylene bearing had been ex-pulsed anteriorly and was lying within the joint anteriorly. 3mm bearing was replaced by a 4mm bearing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Eight radiographs were provided with (B)(4) for analysis: four sets of one anteroposterior and one mediolateral radiograph, taken 6 weeks, 6 months, 1 year and 2 years post-op, respectively. Implant components appear appropriately sized and positioned in all x-rays. In the 6 weeks, 1 year and 2 years mediolateral x-rays, third body debris are visible in the joint space posteriorly. This could be a bone fragment or bone cement that was not removed during surgery. It cannot be confirmed whether this debris contributed to the reported bearing dislocation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee replacement surgery. Subsequently, a revision procedure was performed due to the patient having a twist to the right knee and had increased pain and some instability. It is reported that the x-rays clearly showed that his polyethylene bearing had been ex-pulsed anteriorly and was lying within the joint anteriorly. 3mm bearing was replaced by a 4mm bearing.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem md PMA, catalog #:161469, lot #: 2234847; oxf uni tib tray sz e rm PMA, catalog #: 154727, lot #: 2360571. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee replacement surgery. Subsequently, a revision procedure was performed due to bearing dislocation. 3mm bearing was replaced by a 4mm bearing.